Manufacturer narrative:
The actual device was received for evaluation. The returned unit was labeled for single use. A visual inspection was performed and noted a black hair inside the closed pouch. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. It was reported that a hair was found in a 150 ml eva bag. This was identified prior to patient use. There was no patient involvement. No additional information is available.